Event description:
Customer reported that the insulin pump begun beeping constantly and the screen was blank with no information on the screen. Customer's blood glucose reading at the time of the call was 187 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck in full black segment display after the device was counting down to seven and constant tone alarm. The problem was isolated to the mother board. No cosmetic damage noted.